Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not locking the drill bit device in place was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device experienced excessive noise and vibration. It was further determined that the device failed pretest for thimble set screw and vibration. Therefore, the reported condition of vibration was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that the attachment device was not locking the drill bit device in place. During in-house engineering evaluation, it was observed that the device experienced vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.